Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call to technical services placed on 09/20/2016 stated that had a difficulty doing lead diagnostic due to lead was kinked. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).